Event description:
During a standard follow up, the physician noted abnormal egm recordings in the device memories. There were different episodes with randomly distributed artifacts (simultaneously recorded on the atrial and ventricular channels). Preliminary analysis of provided files confirmed the reported event. Patient care recommendations have been provided (extensive real time tests and evaluation of the benefit of a re-intervention).

Manufacturer narrative:
.

Event description:
During a standard follow up, the physician noted abnormal egm recordings in the device memories. There were different episodes with randomly distributed artifacts (simultaneously recorded on the atrial and ventricular channels). Preliminary analysis of provided files confirmed the reported event. Patient care recommendations have been provided (extensive real time tests and evaluation of the benefit of a re-intervention).

Manufacturer narrative:
Reportedly, a new follow-up was conducted on (B)(4) 2015. No symptoms were reported by the patient. Additional episodes were stored in device memories that displayed non-physiological signals. Intensive impedance, sensing and threshold tests were performed, as well as provocative maneuvers. No abnormality was reportedly noticed relatively to these tests. X-ray was also performed, that reportedly did not reveal any obvious anomaly.

Event description:
During a standard follow up, the physician noted abnormal egm recordings in the device memories. There were different episodes with randomly distributed artifacts (simultaneously recorded on the atrial and ventricular channels).preliminary analysis of provided files confirmed the reported event. Patient care recommendations have been provided (extensive real time tests and evaluation of the benefit of a re-intervention).

Event description:
During a standard follow up, the physician noted abnormal egm recordings in the device memories. There were different episodes with randomly distributed artifacts (simultaneously recorded on the atrial and ventricular channels). Preliminary analysis of provided files confirmed the reported event. Patient care recommendations have been provided (extensive real time tests and evaluation of the benefit of a re-intervention).